Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.